Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture, capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation revision with 500cc smooth mentor memorygel breast implant experienced left-sided grade IV capsular contracture and left-sided implant rupture postoperatively. As a result, the patient underwent explantation and replacement with 475cc smooth mentor memorygel breast implant, catalog #: 3504754bc, on (B)(6) 2020.

Manufacturer narrative:
The mentor failure analysis lab has received the suspect medical device. Upon receipt of the device, it was discovered that the device was manufactured in leiden, netherlands. The leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Therefore, mentor will discontinue further reporting of this event. A manufacturing record evaluation (mre) was performed for the finished device number 6512908, and no non-conformances related to the reported complaint were identified. Section d. Suspect medical device: added device information as per receipt of the device. Block g1 - manufacturer site fax: (B)(6). Manufacturer¿s reference number:(B)(4).